Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation de tected an unreported condition: sheared teeth were visible on the firing rack. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances: firing over tissue that was beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that was in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic segmentectomy, when removal of lung tissue, the stapler was able to fire, the staples were not completely stapled on the lung, and all of them fell off, and the staple line was incomplete centrally. Another reload was used, but same issue occurred. A replacement device from another manufacturer was done to resolve the issue.  Medtronic's initial evaluation of the returned product found that the sheared teeth were visible on each instruments firing rack.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot#: p4d1113s); 030459, 030459 endo gia r/or 60 4.8mm, (lot #: t1j195x); 030459, 030459 endo gia r/or 60 4.8mm, (lot #: t1j195x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.